Manufacturer narrative:
The date of event is unknown. Additional information will be submitted if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion and moisture on the electronic connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that a scope communication error b30 was found. It was determined that the electronic connector needed to be replaced. There was no patient involvement.